Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu/erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized, and all ports recognized instruments. There were no issues upon multiple activations.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the erbe ground pad port was unstable. The customer stated that the connection stopped automatically. The customer replaced the ground pad, but the issue persisted. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a valleylab generator. There was no injury to the patient.